Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion area was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured and was then simply pulled out from the patient's body. The procedure was completed with different device. No complications reported and patient was good.